Event description:
As reported via legal documentation the patient had a left hip replacement on (B)(6) 2017. Approximately 5 years and 3 months after the initial procedure the patient had a left hip revision on (B)(6) 2023. Revision op report noted there was a lot of villonodular synovitis in the wound consistent with adverse local tissue reaction. The surgeon also noted that the trunnion was in good condition, and the stem was well fixed and stable and retained. There was some minimal osteolysis. Impacting along the rim of the cup, the surgeon stated that it was stable and there was no micromotion. There was visible poly wear superiorly. There was some heterotopic bone in the deep surface of the abductor muscle belly more posteriorly. It was a fairly large piece of heterotopic bone. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10. Concomitants: (B)(6) 170-32-03 - biolox delta femoral head 32mm od, +3.5mm. (B)(6) 180-65-25 - alteon 6.5mm screw, 25mm. (B)(6) 180-65-25 - alteon 6.5mm screw, 25mm. (B)(6) 186-01-50 - integrip cc, cluster 50mm, g1. (B)(6) 188-00-02 - wedge plasma s/o sz 2. Further information and/or investigation results will be provided within 30 days of receipt.

Event description:
As reported via legal documentation the patient had a left hip replacement on (B)(6) 2017. Approximately 5 years and 3 months after the initial procedure the patient had a left hip revision on (B)(6) 2023. The patient has suffered the following injuries and complications: extreme pain and instability. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H6. Evaluation component code update to liner / investigation results: the most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this is not confirmed, the devices were not returned. These devices are used for treatments, not diagnosis.